Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.